Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during general checkup by the user before procedure, cs100 intra-aortic balloon pump (iabp) had intermittent display fluctuations. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, d9, e4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the unit and found display cable defective. Cable display to video rcvr bd replaced with a new one against warranty. Now checked the unit and found all functions working fine.

Event description:
N/a.